Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube, inflation lumen, and core wire. The hypotube is separated 89.6cm from the from the hub and appears to have been kinked prior to inflation. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and blood present in the guidewire lumen. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08feb2019. It was reported that crossing difficulties were encountered. The 80% stenosed, 15mmx2.00mm target lesion was located in the moderately tortuous and mildly calcified left main artery. A 2.00mm x 15mm maverick 2 balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.